Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula slight got tortuosity when the device was removed on (B)(6) 2024 . It was also reported that it may occurred due to skin induration etc. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.